Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On 30-nov-2015, it was reported that the patient never had therapeutic effect after a catheter revision in 2009 (see manufacturer's report # 3007566237-2015-03960). Per the patient, the catheter was either kinked or had a hole in it; she didn't remember which as in one instance the catheter was kinked and in another instance there was a hole in the catheter. The drug in the pump at the time of the event, the patient's other medications/pertinent medical history, the troubleshooting performed, the actions/interventions taken to resolve the event, and clarification regarding the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.